Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history review and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A definitive root cause could not be identified. (B)(4).

Event description:
A nurse reported that they had several cases of no infusion into the eye leading to hypotony. The system was not the issue since the liquid ran out of the bottle as usual. Pt impact was unk.